Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. In the initial report, section b5 was incorrect, the correct b5 should be - the patient has alleged black particles in the device. There was no report of patient harm or injury. The device along with a humidifier was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device and humidifier were completed by the manufacturer and found evidence of unknown black contaminates,one spot on the mask. The manufacturer found no evidence of sound abatement foam degradation. The manufacturer confirmed that the heater plate and heater tubing heats using a known-good heated tubing set. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes the contaminates found i.e.unknown black contamination,spot on the mask were inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.